Manufacturer narrative:
The insulin pump had unresponsive up buttons due to corroded keypad traces. No unexpected numbers were ramping during testing. No moisture damage on electronic assembly during visual inspection. The pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating a button error from the insulin pump. The customer's blood glucose level was 124 mg/dl. The customer stated that he was playing golf and the button error started to occur. The customer stated that the keypad is causing the screen to scroll. The customer stated that the escape, up and down button errors is not working. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.